Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) for the lot number 17478047l has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4). Concomitant products: soundstar eco catheter, model #: m-5723-17. C3 ez steer coronary sinus with auto ID catheter, model #: d-1263-07-s, lot #: 17495194m. Carto 3 system, model #:m-4800-01, serial #: (B)(4). Smart ablate generator, model #: m-4900-07, serial #:(B)(4). Smart ablate pump, model #: m-4900-08, serial #: (B)(4). Non biosense webster - st. Jude agilis sheath. Non biosense webster - st. Jude slo sheath. Biosense webster (B)(4) are related to the same incident. (B)(4).

Event description:
It was reported that a patient, (B)(6), male, underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter and a lasso navigational variable eco catheter and suffered a cardiac tamponade which required a pericardiocentesis. After a transseptal puncture and the fast anatomical mapping with the lasso navigational variable eco catheter, a cardiac tamponade was noted by the ultrasound. A pericardiocentesis was performed and 800cc of fluid was drained. Medical management was performed for the patient's low blood pressure. It was also stated that there may be a possible transfusion. The smart touch bidirectional catheter was inserted into the patient. However, there was no ablation performed. It was thought that the smart touch bidirectional catheter had not been zeroed after the initial warm-up phase post catheter connection to the carto 3 piu. The patient received anticoagulation during the procedure and the act was maintained at 300-350. The flow setting was set at 2ml/min. There were no errors reported by the biosense webster systems. The patient did require extended hospitalization. He was admitted to the intensive care unit bed after the procedure. The patient was reported to be in an improved condition as the patients vital signs stabilized after the intervention. The physician's stated that the transeptal puncture may have been oblique and wondered if he came out of the left atrium and punctured the right appendage. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. The patient event was noted during the mapping phase with the lasso navigational variable eco catheter. However, the smart touch bidirectional catheter had also been used in the patient. Therefore, we have conservatively assessed both these products as reportable.